Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Review of the device activity logs showed no occurrences related to the report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device took an extended amount of time to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.